Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation went down by itself from amplitude 480 to 300, which was first noticed on (B)(6) 2017. Furthermore, the patient's hand suddenly started to shake a couple of days prior to date notified. Follow up with the healthcare professional (hcp) is to be conducted. No further complications are anticipated. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. The right hand tremor was much worse and there wasn't any substantial improvement in gait. It was stated the walking was not easy because of tightness in their right leg. The patient was reprogrammed and it went well. The tremor control was improved. The patient was educated about proper expectations, both in terms of possible benefits and adverse events. The patient was considering a device for their head tremor control. It was reported the patient occasionally felt like they had a lump in their throat when eating certain foods. Also, at night the patient had posterior left neck pain when lying flat on their bed and they use a neck pillow with incomplete relief. There was also a report of a previous fall (prior to last visit) on their back with no head impact but the patient felt it may have changed the dbs system. They also reported an abnormal ECG and needed to follow up with their cardiologist. The patient's speech was mildly soft and hoarse but still easy to understand. Weakness in their biceps, wrists, hip flexors, right knee and ankle. Left arm had moderate kinetic tremor and mild-moderate resting tremor. Also a moderate tremor of their head. It was reported their physical mobility was complicated by joint pain/arthritis. The plan was to increase the amplitude of stimulation and continue with their medication. Also follow up with their cardiologist regarding their reported ECG changes.